Event description:
This procedure occurred in (B)(6). The proximal balloon ruptured when the catheter was attempted to be replaced and pulled distally. There was no tpa in the patient. The burst occurred after the first segment and aspiration. The trellis catheter was removed and replaced with a new one. The procedure was continued with success. No injury to the patient.

Manufacturer narrative:
This lot was 100% visually inspected with no defects detected. There was no issue noted during the device history record review. Additional information has been requested, including the return of the device. Should this become available a supplemental report will be submitted.